Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was damaged and loose, and the pump battery intermittently could not be charged properly without the customer maneuvering multiple the cables. Reportedly, the customer continued to use the pump for insulin therapy. The customer's blood glucose level was 200 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.